Event description:
Caller reports that on (B)(6) 2011, he had a spinal fixation device implanted at (B)(6). Later on, he began experiencing excruciating pain which became unbearable. After some test, it was diagnosed that the device had fractured. He underwent a revision surgery on (B)(6) 2014 which has prevented him from returning back to work. He called the hosp and asked for his medical record, and after some research, he realized that two of the model numbers of the devices implanted in his back were not FDA approved and were defective devices. These devices had alterations and were implanted in his s5 and l1 spines. He called the MFR and spoke with the rep called (B)(4) who affirmed these products were ordered specifically for him. The company used him to experiment on unapproved products and never informed him about it. This is wrong and has cost him a lot of trouble. He wonders how many more people out there are going through the same issues and pleads that the FDA looks into this matter seriously.

Event description:
Add'l info rec'd from rptr (B)(6) 2014: the 6251-0010 was not submitted for 510k as a modification. Rptr also stated the labeling mentions device is not appropriate for pts who are morbidly obese. Dr nor rptr were told he could not use the device safely. Rptr did his research through the FDA and was encourage by (B)(6) to submit a medwatch report.

Event description:
Add'l info received from the reporter on (B)(4) 2014: the caller is unhappy for the following reasons: the MFR claimed he was morbidly obese which caused the device to break. The device that was used on him was not FDA approved. He has to undergo a second corrective surgery.